Event description:
The pt was treated for cellulitis at the pump sie. The pt was discharged (B) (6) 2010. He was prescribed vancomycin (1 gram every 12 hours for 1 week). The infectious disease doctor also recommended that he be put on vancomycin (IV) for 2 weeks. Six days later, the pt's pump and catheter were explanted. The pump was removed due to end of life battery depletion. The pt did not have the pump replaced and was currently on oral baclofen. On (B) (6) 2010, the pt had a post-op follow-up visit. According to the pt's mom she had seen an improvement in the pt; a decrease in spasticity and the incision site was healing nicely. The device system was used to deliver compounded baclofen (2000 mcg/ml, 314.7 mcg/day).

Manufacturer narrative:
(B) (4).